Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion,conquest,gaia 1st,gaia 2nd; guide cath: terumo heartrail 6f al1. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, concentric, heavily calcified, 100% stenosed, distal right coronary artery (rca) with a vessel diameter of 3.0 mm and lesion length of 30 mm, the 1.2 x 6 mm mini trek balloon dilatation catheter (bdc) was inflated once at 6 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. A different bdc was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.